Manufacturer narrative:
Although according to the hospital there are no negative clinical effects for this patient due to this issue, a risk to the patient¿s health could not be excluded for these specific circumstances, since the biopsy was taken in another region of the brain than intended. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A cranial biopsy was planned to be performed with the aid of brainlab cranial navigation system. During the procedure the surgeon: detected that the tissue taken with the biopsy needle was not the expected tumor tissue, but normal brain tissue. Performed an intraoperative mr scan and therewith realized that the biopsy needle was about 2cm deeper than intended by the surgeon and shown by the navigation system. Corrected the position of the biopsy needle based on the intraoperative mr scan and continued with the surgery. According to the hospital there are no negative clinical effects for this specific patient due to this issue. However, the hospital further informed brainlab that the intraoperative mr scan and following correction added a clinically significant amount of time to the overall surgery time.